Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer initially reported that their device was having issues with the etco2 functionality.  After an evaluation of the device by physio-control, it was observed that the device was no longer powering on.  There was no report of any patient use associated with the reported issue.